Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient/lay user contacted lifescan (lfs) (B)(4) alleging that their onetouch ultra meter read inaccurately high compared to their feelings and/or normal readings. This complaint was classified based on the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy occurred at an unspecified time on (B)(6) 2016. At this time the patient obtained a blood glucose result of "118mg/dl" which was higher than their feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages their diabetes by taking 2 units of novomix insulin in the morning and at night as well as taking 1 unit of novorapid insulin in the afternoon. The patient did not state whether they had made any changes to this normal diabetes management regimen as a result of the alleged product issue. An unspecified period of time later the patient developed the symptoms of "dizziness and weakness". In response to this the patient was taken to the hospital. The patient had their blood glucose measured on an "accu-chek" blood glucose meter and a result of "47mg/dl" was obtained. At this point the patient reported that he/she was in a "semi coma state". In response to this the patient was given IV glucose from a healthcare professional (hcp) and was admitted to the hospital for 2 days, being discharged on (B)(6) 2016. At the time of troubleshooting, the csr noted that the patient did not have control solution available to test the subject meter. The unit of measure was set correctly on the subject meter. The patient's products were replaced and requested for evaluation. The meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy, and therefore the product malfunction can be ruled out in this complaint. The patient did not report developing symptoms that meet lifescan's criteria of severe hypoglycemia or hyperglycemia. This complaint is being reported because the patient allegedly obtained an inaccurately high reading on the subject meter and at some time later developed symptoms which led to them to require hcp treatment in a hospital setting consistent with serious hypoglycemia.